Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was exposed to automated diagnostic tests that verified the performance of pacing, sensing and recording functions of the device and no anomalies were found. This device performed normally throughout analysis, operating as designed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
New information was received that the device was explanted five weeks later for normal battery depletion. The device was returned for analysis.

Manufacturer narrative:
The product has been received and is currently being analyzed. When testing is complete this report will be updated.

Event description:
Boston scientific received information that this device reached elective replacement indicator (eri) due to an extended charge time of 19.7 seconds. No adverse patient effects were reported. The device remains implanted in the patient. No adverse patient effects were reported.